Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor ended¿ error message on the same day of inserting the freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and further reported that they ¿seemed drunk and unable to drive a car¿. The customer experienced symptoms of seizure and a loss of consciousness and was unable to self-treat. An ambulance was called and upon their arrival, the customer was given glucose via IV and then transported to a hospital. A blood glucose result of 1.6mmol/l was obtained on the healthcare professional meter and the customer was diagnosed with hypoglycemia. No further treatment or information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor ended¿ error message on the same day of inserting the freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and further reported that they ¿seemed drunk and unable to drive a car¿. The customer experienced symptoms of seizure and a loss of consciousness and was unable to self-treat. An ambulance was called and upon their arrival, the customer was given glucose via IV and then transported to a hospital. A blood glucose result of 1.6mmol/l was obtained on the healthcare professional meter and the customer was diagnosed with hypoglycemia. No further treatment or information was provided. There was no report of death or permanent injury associated with this event.